Event description:
Ventilator difficulties/malfunction. Vent was switched out for another vent. Problem resolved with new vent as per outcome of the event documentation. Hi peak pressure alarm and high peep alarm going off, with patient receiving minimal volumes. Vent would trigger a high-pressure breath above alarm setting, then would proceed to not give any breath for approximately 3-4 seconds. Switched patient to another vent and had no issues at all.